Manufacturer narrative:
Concomitant medical products: ddbb1d1icd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. It was noted during the replacement procedure that the insulation was damaged. No patient complications have been reported as a result of this event.